Event description:
It was reported the image of the gastrointestinal videoscope failed to display during set up of an unspecified diagnostic procedure. The intended procedure was complete with an olympus back -up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to scope connector failure, image was not displayed (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.